Event description:
It was reported that two sensors had broken cannulas. The blood glucose reading was under 170 mg/dl. The customer stated that the first sensor caused a sensor error alarm, and upon removal, she found that both of the cannulas were broken. She reported that she was able to get both cannulas out with tweezers. No significant events leading to the issue were reported. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Inspected one opened/used soft partial sensor and performed visual inspection and found sensor cannula broken and broken part is missing. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used. Unable to confirm needle complaint due to customer returning sensor and no needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.